Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 300-400 mg/dl range. At the time of the call, the customer's bg level was 427 mg/dl after eating a meal. The customer delivered boluses, via the pump, to address bg level, but stated that bg level lowers more slowly than before. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer did not have the current insulin available to inspect the expiration date. Customer stated that elevated bg levels began around the same time that they began to use the current vial of insulin. A recommendation was made for the customer to change all supplies and use a new vial of insulin.